Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth not available for reporting it is unknown when plate broke. Original implant unknown date in (B)(6) 2017. Explant date unknown date in 2018. Device has not been returned for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery in (B)(6) 2017 due to loose wires and screws (unknown manufacturer). In (B)(6) 2018, it was determined the patient's synthes plate snapped in half and she had to have additional surgery for all new hardware to be implanted. She was using a walker and only partial weight bearing on that leg. The patient originally fractured left femur in (B)(6) 2017. The devices were originally implanted during an open reduction internal fixation (orif) of her left femur in (B)(6) 2017. This is report 1 of 1 for (B)(4).